Manufacturer narrative:
Other text: device was evaluated and the investigation could not duplicate the reported issue of "lost programming". The device was started and ran with no issues.the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump lost its programming. No adverse effects were reported.